Event description:
On (B)(6) 2010, pt reported being hospitalized with an extremely elevated blood glucose. Pt stated his blood glucose was over 900 mg/dl up to around 1200 mg/dl because the cannula was bent on his infusion set. Pt reported the infusion set may have been in use for too long or inserted at a wrong angle. Pt stated the infusion set was in use for 4 or 5 days and that he usually changes it every 3 or 4 days. Educated pt went on to change the infusion sets. Pt reported he was treated by the hospital with insulin. Pt stated he discarded the infusion set. No product return was requested.

Manufacturer narrative:
No product will be returned for eval.